Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was returned cut in half, typical of insertion and removal from the eye. One half was crushed on top of a post in the lens case from being positioned incorrectly in the lens case for return. Power and resolution testing could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had blurry distance vision/ glare issues. The iol was exchanged for another lens after 3 months following the initial implant procedure. The clinical reason given for the explant was ¿blurry distance vision/ glare issues¿. Additional information was requested.